Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal ultrabag therapy. During a call with baxter (B)(4) technical services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection (inj) vancomycin (2gram (gm)/5th day) and inj fortum (1gm/day).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.